Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks and three inappropriate bursts of anti-tachycardia pacing (atp) due to atrial undersensing that lead to the device seeing the ventricular rate as being greater than the atrial rate. Therapy was exhausted and the rhythm after each shock was unchanged from the onset. The ICD system remains in service. No additional adverse patient effects were reported.